Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) #. Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant close door message" was not reproduced. A review of the event history log revealed "shut door power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a loose link screw on the upper link switch. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant close door message. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.